Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer was unable to boot, displayed an error code, and that the disk space was low. Analysis also indicated that the power cord bay door was broken, the keyboard latch was broken and the upper display hinges were broken. These parts were replaced, the hard drive was reconfigured, the software was updated, and the programmer passed final functional and system tests.

Event description:
It was reported that the patient was admitted to the hospital for severe congestive heart failure (chf), and was placed on a left ventricular assist device (lvad). The patient's automatic implantable cardioverter defibrillator (aicd) was disabled for placement of the lvad and intentionally left off following the procedure. Later, the patient was admitted to the intensive care unit (ICU) and went into ventricular tachycardia (vt)/ ventricular fibrillation (vf). A programmer was brought in to activate the aicd. However, the programmer had an error and could not boot up. Power cycling the programmer did not resolve the issue. Another programmer was used to activate the aicd and successfully terminated the vt. The programmer was returned to service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.